Event description:
The customer reported that during surgery, part of the insulation on the tip of the device detached. Nothing fell into the patient cavity. No patient injury. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.